Manufacturer narrative:
The device is not available for investigation but a picture sample is available. Investigation is not yet complete. E1 - additional telephone number - (B)(6).

Event description:
The event involved tego connector in which the customer reported that the set was cracked and allowed air to enter the circuit. The event occurred in the renal unit of the facility during patient use however no one reported harmed as a result of this event.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing and confirming a lat-d1000 tego connector with a tear in the outer shroud of the seal and blood visible in the fluid path of the seal, but no evidence of external leakage that would result in air ingress. Without return of the affected sample a comprehensive investigation cannot be conducted and a probable cause cannot be determined. The device history review was performed an there were no relevant non-conformances found that would have contributed to the reported complaint.